Event description:
Event [preferred term] (related symptoms if any separated by commas). Device failure: the injection pen could not deliver the medicinal liquid [device failure]. Product package insert issue [product label issue]. Blood glucose was high [blood glucose increased]. Delayed treatment [treatment delayed]. Case description: this serious spontaneous regulatory authority case from china received via nmpa (national medical products administration) was reported by a health care professional nos as "device failure: the injection pen could not deliver the medicinal liquid (device failure)" beginning on (B)(6) 2022, "product package insert issue (product package insert issue)" beginning on (B)(6) 2022, "blood glucose was high(blood glucose increased)" beginning on (B)(6) 2022, "delayed treatment (treatment delayed)" beginning on (B)(6) 2022, and concerned a 65 years old female patient who was treated with novopen 5 (insulin delivery device) from on (B)(6) 2022 for "lowering blood glucose". Patient's height, weight and body mass index not reported. Dosage regimens: novopen 5: on (B)(6) 2022 to not reported; current condition: lowering blood glucose. Concomitant products included - novomix 30 (insulin aspart) suspension for injection, 100 iu/ml on (B)(6) 2022 to unk. On (B)(6) 2022, the patient subcutaneously injected novomix 30 injection but the novopen 5 could not deliver the medicinal liquid causing delayed treatment, and patient's blood glucose high. It was reported that cause analysis was product reason (including package insert, etc.) And cause analysis description was quality issue. Preliminary handling reported as the injection pen was changed. Batch number of novopen 5: mug6u73-1 (non-valid). Action taken to novopen 5 was reported as product discontinued. The outcome for the event "device failure: the injection pen could not deliver the medicinal liquid(device failure)" was not reported. The outcome for the event "product package insert issue(product package insert issue)" was not reported. The outcome for the event "blood glucose was high(blood glucose increased)" was not reported. The outcome for the event "delayed treatment (treatment delayed)" was not reported. No further information available. References included: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes: nmpa this report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigational result: name: novopen® 5, batch number: mug6u73-1. No conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The product was not returned for examination. Since last submission, the following information was added: -investigation result updated. -annex b, c, d and g codes updated. -narrative updated accordingly. Final manufacturer's comment: the suspected device novopen 5 has not been returned to novo nordisk. Batch trend analysis or reference sample analysis not performed as non valid batch number is available. With very limited information regarding the patients handling of the suspected device reported in the case, it is not possible to elucidate a clear root cause for functionality of novopen5. Elderly age is one the risk factor for the reported event of blood glucose increased in the patient. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo". H3 continued: evaluation summary: investigational result: name: novopen® 5, batch number: mug6u73-1. No conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The product was not returned for examination.